Event description:
It was reported that the user awoke overnight with a blood glucose of 245 mg/dl, did not take immediate action, and later administered a manual insulin injection and changed all diabetes supplies; the agent provided education that support is available at all times and advised prompt supply changes when in doubt. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included review of device-related history with user troubleshooting and education. Investigation of this case revealed no device alarms reported and no confirmed device malfunction, with user factors and consumable integrity as potential contributors. It was concluded that the cause of the hyperglycemia was unclear and that education on troubleshooting and timely supply changes was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.